Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-apr-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device was not allowing anything to be pulled from that door and also not allowing door to be recovered. There was also a light out in that tower. The field service engineer (fse) replaced the tower lightbulb and the micro switches in door number four. The tss also inspected all wiring and connections to confirm proper operation. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower door 4 had failed, did not allow any items to be retrieved, could not be recovered, and a tower light was also out. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported due to this event.